Event description:
The customer reported to baxter (B)(4) an administration set in which the three-way stopcock was found broken after it was taken out of the package. There was no patient involved; therefore, there were no reports of patient injury or adverse events. There is no additional information available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. A visual inspection revealed that the set was broken apart from the male luer connection to the stopcock. Therefore the reported condition was confirmed. Visual inspection also revealed that the administration set was received full of an unknown solution, indicating that the set broke while in use. An assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found.